Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The tear can be confirmed as the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.6 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod more than 48 hours. When the pod was removed from the infusion site on their abdomen, the pod's cannula was found damaged. No treatment was reported.